Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the distal end. There was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "distal end had residual liquid and light guide lens glue had foreign material" malfunctions could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in "tjf-q190v operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
There was also discoloration on adhesive around the light guide lens glue.